Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2019 with the implant of an afx2 bifurcated stent graft and an afx vela suprarenal. Routine follow-up computed tomography performed on (B)(6) 2023 identified a type ii endoleak (non-device related). The physician elected to perform an additional angiogram on (B)(6) 2023 which identified a type ib endoleak in the left limb. This was successfully treated with the implant of an ovation ix extender. The final angiogram looked great and the patient did well.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident-related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. Endologix was unable to perform an evaluation of the device as it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ii endoleak of the lumbar arteries, type ib endoleak of the left common iliac artery and additional endovascular procedure complaints are confirmed. This is consistent with the reported adverse event/incident. The clinical assessment also determined buckling and a type iiib endoleak of the distal main body occurred that was not in the event as reported. The buckling and type iiib endoleak were discovered during a review of the computed tomography scans dated 08 june 2019 and 14 september 2023. The type ib endoleak is likely anatomy related due to the angulation pre-index. The type ii endoleak is anatomy related. The buckling of the distal main body stent causation could not be conclusively determined. However, the sharp angulations of the aorta and iliac arteries could have contributed to the buckling. The type iiib endoleak of the distal main body was likely due to the stent buckling. Device, user or procedure relatedness of the complaint could not be determined. Procedure related harms for this complaint could not be determined. The final patient status is reported as doing well. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.